Manufacturer narrative:
This pt presented to the cardiac catheterization unit with a non st-elevation myocardial infarction (anterior-wall) within 24 to 72 hours of the procedure, killip class I. New q waves did not develop. Two-vessel disease was also found. Pre-procedure cardiac enzymes were within normal limits. Intra-procedure medications included aspirin, clopidogrel and unfractionated heparin. Pci was performed on an 95% de novo lesion in the mid left anterior descending artery (lad) of 40mm in length in a 3.0mm vessel diameter at a bifurcation. The (b2) eccentric lesion was characterized with an irregular contour, little to no calcification and thrombus absent. It was pre-dilated with a 2.0x20mm balloon at 10 atmosphere (atm) before two overlapping stents were deployed. A 2.5x33mm cypher select plus stent was deployed at 16 atm followed by a 3.0x13mm cypher select plus stent at 14 atm. The whole stented portion proximal to the second diagonal was post-dilated with a 3.0x13mm balloon at 14 atm because the second stent was not fully expanded. There was no major compromise of the diagonal side branch. There was 30-40% residual stenosis in the ostium, which was present before stenting so no birfucation work was done. Thrombin inhibition in myocardial infarction (timi) iii flows were recorded pre and post-procedure, respectively. Post-procedure medications included permanent aspirin 100milligrams a day (mg/day), permanent clopidogrel 75 mg/day, statins, ace inhibitors and beta-blockers. Within two hours of the pci, the pt reported slight chest pain and was given parcetamol. Cardiac enzymes were drawn the following day and ck was 184, troponin 0.12 peaked at 0.17. This was classified as a major adverse cardiac event, specifically, a non q-wave, target vessel related anterior wall myocardial infarction. Ck cardiac enzymes were within normal limits and ck-mb enzymes were not drawn. However, troponin cardiac enzymes were four times above the upper normal limit and less than 5 times above upper normal limits at discharge. An electrocardiogram (ECG) was done on the following day and no significant changes were noted. The pt's condition was stable and the event was resolved without sequel. Please note that tis product is not distributed in the united states. However, it is similar to the us distributed. It is not available for testing and eval. Add'l info received will be submitted within 30 days upon receipt. This one of two products associated with this pt's adverse events that were reported under the following mfg numbers 9616099-2007-01833 and 9616099-2007-01834.

Event description:
Within two hours of percutaneous coronary intervention, the patient reported chest pain. Cardiac enzymes drawn the following day indicated a non q-wave myocardial infarction.